Manufacturer narrative:
This report will be invalidated as there is no known issue with the patient according to additional information. Please invalidate this case from your system. Zimmer reference number of this file is (B)(4).

Event description:
It was now reported that there is no known issue with the patient. This case is not considered anymore as a complaint and this report will be invalidated. Please invalidate this case from your system.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a unknown alloclassic hip stem on unknown date. Currently, the patient is being monitored due to unknown reason. It was also reported that issue and exact event is unknown.

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a unknown alloclassic hip stem on unknown date and will be revised on an unknown date due to unknown reasons.